Event description:
It was reported that a shaft break and removal difficulty occurred, requiring surgical intervention. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, post-dilatation, the balloon was difficult to remove from the stent and it was noted that the hypotube tore. The device was not removed intact, and the patient had to go to surgery. The procedure was not completed and no patient complications were reported.